Event description:
It was reported that an error message occurred on the programmer. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was corrosion throughout the bottom of the device. An error was found and corrosion was found on the link electronic module (lem) board so this board was replaced.